Manufacturer narrative:
Additional information provided: the lot specific to this event was not known; therefore, lot history and device history review was not possible. A sample was not been returned. The root cause of the reported dull knives and knives with bad angles that was causing the surgeon to take longer to create incisions is unknown as sample knives were not returned for investigation; therefore, the customer's complaint could not be confirmed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgical technician reported that an ophthalmic surgeon indicated that the knives they have been receiving for the past two months are dull and it is taking longer to create the incisions. There was no harm to the patients reported. No samples were retained additional information was requested; however, none has been received to date. This is one of two reports.